Manufacturer narrative:
This report is filed on february 17, 2020. (B)(4).

Event description:
The device was explanted due to non-auditory percepts and device migration. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced pain and headaches secondary to the migration of the receiver/stimulator and when the patient was lying on that particular side. The device was explanted (b)(60 2019. The patient was not reimplanted with a new device.